Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes and k-wires were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician): the deviation of 6 of the 8 spine k-wires placed with navigation was detected by the surgeon before finalizing the surgery with intra-operative verification c-arm scans, and their final placements were successfully corrected to their intended positions under fluoroscopic guidance, before placing their following spine screws, at the very same surgery. The final outcome of the surgery was successful as intended, with the placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the deviating placements, also not due to the surgery/anesthesia prolong of ca. 90min. There were further no remedial actions for the patient necessary, done or planned. Hospitalization was also not prolonged. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root causes of the initial pilot holes and spine k-wires placed with the aid of navigation in vertebra t2-t6 deviating by ca. 2-4mm mainly shifted to patients left, for the navigated revisions bilaterally at t3 and right t2 deviating shifted by ca. 3-4mm left and cranial, and for the second navigated revisions at right t3 and t2 deviating ca. 3-4mm shifted cranial, are: for the initial deviations: a movement of the navigation reference array during the procedure - after the pre-placement scan was registered to navigation and before the affected placements were performed - in relation to the patient anatomy, due to a not sufficient fixation and/or inadvertent forces applied to the reference array during the surgery by the user. Imaging data provided by the hospital for this surgery show a shift to the reference array clamp matching the spine placements deviation, in between the pre-placement scan and the verification scan after the affected placements. Movement of the reference array after patient registration to navigation disrupts the coordinate system established during the registration and causes a deviation between the displayed image scan, on which the navigated instruments are tracked, and the actual patient anatomy. This movement cannot be compensated by the navigation software. For the first revisions at right t2 & bilateral t3: a relative movement of the spine anatomy during the surgery between the vertebra the navigation reference array was fixated to (t5), and the vertebrae operated on (t2/t3) due to a non-rigid connection of the anatomy in between, and the surgical forces applied and/or the breathing pattern of the patient after registration. Imaging data provided show an anatomy movement in between the pre- and post-revision scan matching the observed placements deviations. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery. In addition, specifically at right t2, imaging data shows significant bending of the k-wire after entering the bone outside the navigated drill guide, which cannot be tracked by the navigation. Apparently, the resulting deviation between the locations of the actual patient anatomy and the registered pre-placement patient image scan displayed by the navigation for instrument position tracking, was not recognized by the user for the initial placements and the first revisions with the necessary thorough navigation accuracy verification throughout the surgery, i.e. Before and during performing significant invasive actions with the aid of navigation. For the second revisions at right t3 and t2: the labelled diameter of the drill guide used (2.4mm) and the diameter of the used k-wires guided through it (1.5mm), did not match as required. Multiple pilot holes were created formerly at right t3 and right t2. The undesirable slackness in between the diameters of the drill guide and the k-wires allowed for the k-wires to deviate undetected by the user into previous existing pilot holes, which cannot be tracked or recognized by the navigation. The labelled diameter of the navigated drill guide tube chosen must match the diameter of the guided instrument, to allow for accurate navigation guidance. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the thoracic spine for a fusion of vertebrae t2 to t6, due to a fracture of t4, with intended placement of 8 spine k-wires bilateral for guidance of following spine screws for fixation, was performed with the aid of the display by the brainlab spine & trauma navigation 2.0. From an intra-operative verification c-arm scan, the surgeon determined that 6 of the 8 k-wires placed in vertebrae t2, t3, t5 and t6 with navigation for following screws, deviated from their intended positions shifted by ca. 4mm to the left. After removing the deviating k-wires and re-placing 3 of them with navigation, their placements still deviated from the desired positions. A further attempt to correct two of these with navigation was still unsuccessful, and also these two k-wire placements were removed again. The spine k-wires were corrected successfully under fluoroscopic guidance. According to the surgeon (treating clinician): the deviation of 6 of the 8 spine k-wires placed with navigation was detected by the surgeon before finalizing the surgery with intra-operative verification c-arm scans, and their final placements were successfully corrected to their intended positions under fluoroscopic guidance, before placing their following spine screws, at the very same surgery. The final outcome of the surgery was successful as intended, with the placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the deviating placements, also not due to the surgery/anesthesia prolong of ca. 90min. There were further no remedial actions for the patient necessary, done or planned. Hospitalization was also not prolonged.